Manufacturer narrative:
Device remains implanted and was not returned. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. There is no further information available at this time and therefore, root cause cannot be determined. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report that they went to the ER following a dye study. They report that after the dye study they felt incredibly drowsy and could not move. They report that they were given narcan and immediately brought to the ER, where they were given more narcan. The office called 911 and the patient was stable before they left the clinic for the ER. They were told that the patient went home a few hours later. The office staff mentioned they may want to replace the whole pump system, but nothing is scheduled at this time. Follow-up with the region sales representative confirmed that they were not present and did not have details of how the patient received an overdose of drug.